Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 77.9 cm from the top of the connector to the break. The second piece measured approximately 237.5 cm from the break to the distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip is unused. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
This manufacturer report pertains to the first of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on november 16, 2018 that two flexiva 200 tractip laser fibers were used in a stone extraction with laser procedure in the ureter performed on (B)(6), 2018. According to the complainant, during procedure, the two laser fibers were noted to be broken near the attachment site of the laser machine. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were used in a stone extraction with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure, the two laser fibers were noted to be broken near the attachment site of the laser machine. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.